Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient was re-programmed to unipolar pacing and sensing. The sensitivity was decreased. The patient would be monitored.